Manufacturer narrative:
Submit date: 02/11/2014. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2014 that a customer had an issue with a dialysis catheter. The customer states that there was a crack in the arterial connector. The catheter was pulled and replaced with a new one. No patient injury.